Event description:
During a site visit, customer reported an event during which the device displayed a channel error message, but did not give an audible alarm. User attempted to get maintenance fluids to run but was unable to do so. The screen read "communication error" and the 2 attached pump modules were visibly alarming (red light flashing), but the pcu wasn't audibly alarming. There was no report of patient harm or medical intervention. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The report of a communication error was confirmed via log analysis, however the communication error could not be duplicated during testing of the returned device in its "as-received" state. The report of no audible alarm could not be confirmed. The event log indicated the system did alarm, and the user pressed the audio silence key 1 second later. The channel disconnect error occurred 8 minutes after the user had scanned and started a secondary infusion. Inspection of the suspect iui's noted the presence of contamination and corrosion on the pins. The root cause for the customer's reported experience is being attributed to the contaminated pins on the iui connectors.